Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated they were eating and the insulin pump showed open book image. Customer did not state how they treated for the low reading. Customer was using not the auto mode feature at the time of the incident. The pump will be returned for analysis.

Manufacturer narrative:
Retainer =¿black ¿customer returned insulin pump for an alleged critical pump error (open book image) alarm found on [event date].¿ no¿critical pump error (open book image) alarm¿noted during boot up. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and¿self test.¿successfully downloaded history files and traces using thus. ¿device was cut open to perform visual inspection and found moisture damage¿on the electronic assembly on pcba 1/ pcba 2 and force sensor.¿no¿fatal¿critical¿alarms or¿three consecutive¿critical handling alarms found in the history files or traces.¿force sensor zero offset within specification (23.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing.¿the following were noted during visual inspection:¿ cracked battery tube threads, cracked case at corner of the belt clip rails and minor scratched lcd window. Critical pump error (open book image) alarm¿not confirmed. Cosmetic damage found on the pump case. Moisture damage found on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.